Manufacturer narrative:
Patient¿s height reported as 6 feet. Reporter is synthes sales consultant. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an insertion of a tibial nail surgery, the surgeon was attempting to remove an unknown connecting screw from the unknown tibial nail with the t-handle ball hex screw driver. The connecting screw would not turn and appeared to be stripped or cross-threaded. While attempting to loosen the connecting screw, the ball hex portion of the screwdriver snapped off. The surgeon was able to retrieve broken piece and then used a different unknown hex screwdriver shaft with ratchet wrench to loosen connecting screw. It was unknown if there was surgical delay. Procedure and patient outcome are unknown. Concomitant device reported: tibial nail (part # unknown, lot # unknown, quantity # 1). This report is for one (1) t-handle ball hex screwdriver. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 03.010.517, lot: 8527789. Manufacturing location: (B)(4), release to warehouse date: nov 15, 2013. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The ball hex tip has sheared off at its connection portion to the shaft. No further issues were identified. Document/specification review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The material surface at the fracture site appears homogeneous with no voids or abnormalities when viewed under 10x magnification at cq. Drawing/specification review: relevant design drawing, screwdriver shaft component design drawing were reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection: the flat to flat width of the hex feature at the location of breakage measured 5.25 mm at cq (calipers ca802) which is within specification of 5.0 mm +0.3 mm/-0.0 mm per screwdriver shaft component design drawing. Material analysis: the design specified the shaft to be manufactured from 1.4057 steel grade material hardened and tempered to 43 hrc +5/-0 per screwdriver shaft component design drawing. A definitive root cause for the device breaking could not be determined based on the provided information. The most likely cause is encountering excessive torsional force. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.